Manufacturer narrative:
Fge catheter, biliary, diagnostic - biliary stent - metal. (B)(4).

Event description:
Per journal article "staub et al 2020 ¿ ¿unilateral versus bilateral hilar stents for the treatment of cholangiocarcinoma: a multicenter international study¿. The stents used included the (another manufacturer's) uncovered sems or the cook zilver® uncovered sems. In patients who underwent bilateral stent placement, they were either placed side by side (off label japan) or had a stent-in-stent (off label) deployment. 2 cases of patients bleeding were reported.